Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to software issue. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode." As a resolution, bug fix improvements will be implemented on next sw release.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had black screen. No information for patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However log confirmed cfb error. Cfb error occurred after enabling the o2 flush and then changing the screen. This is an apphang, informed customer that this will be fixed when the new patch is installed. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.